Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The drive gas check valve could become stuck in a fixed open position which could cause pressure to build in the mechanical ventilation cycle. If this issue is left unresolved, it could result in excessive or prolonged pressure in the patient breathing circuit during ventilation potentially resulting in barotrauma. Ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 12/28/2015. The gehc internal field modification number is (B)(4).

Event description:
The hospital reported that the unit did not pass the preoperative checkout due to higher than expected positive end expiratory pressure. There was no report of patient involvement.